Manufacturer narrative:
The patient was born on an unreported date in 1990. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route was not reported). The outcome of the peritonitis was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Remove 2993 and change to 2017 it was reported that the cause of the peritonitis was a breach in aseptic technique. The breach in aseptic technique was further described as due to non-compliance to aseptic technique (no further detail was provided). Twenty nine days after the onset date of the peritonitis, dianeal therapies were discontinued and the patient was switched to hemodialysis. On the same date, antibiotic treatment was discontinued. At the time of this report, the patient was not recovered from the peritonitis event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.